Event description:
The hcp reported the pt had an increase in spasticity. The hcp did a myelogram to rule out a catheter problem. A rotor study was done and reported as "unable to perform positive rotor study." The pump was explanted and replaced and returned to the MFR for analysis. The pt outcome was reported as relief of spasticity with the new pump. A follow up report will be sent when additional info is received.